Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-may-2023, abbott point of care was contacted by a customer regarding I-stat cartridges (product/lot unknown) that yielded suspected discrepant ionized hemoglobin results on a patient. There was no patient information at the time of this report. There were no test/collect times presented with the results. Methd date hgb sample I-stat 24-may-2023 71 a I-stat 24-may-2023 112 a lab 24-may-2023 67 a at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-aug-2023. A review of the device history record confirmed the lots passed finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg8+ cartridge lots w23046, l23090a, and l23090b.

Event description:
Na.